Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06150. It was reported the pt was experiencing irritation on her hips every time she used the scs stimulation. The pt reported she stopped using or charging the scs system because of the irritation and the ipg no longer communicates with the external devices due to the lack of charging. The pt reported she wants the scs system explanted. However, she is recovering from hip replacement surgery, and surgical intervention to remove the scs system is planned for later in the year.